Event description:
Procedure: wedge resection pt sex:unk reportedly, the device was fired and made a cracking sound. The clamp cover then disengaged. The operation was then shifted to a thoracotomy. The broken clamp covers fell into the cavity and they were retrieved.